Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional concomitant device reported: helical blade (part/lot unknown, quantity 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. The returned instrument (one helical blade/screw extractor (part number: 03.037.030, lot number: 9518495, mfg date: 19oct2015) was examined and the complaint condition was examined and functionally tested with one titanium helical blade (part # 04.038.300, lot # 9975712) and the device functioned as intended. The extractor was able to attach to the helical blade as intended and no issues were noted. As the complaint was unable to be replicated and no defects or deficiencies were identified with the returned instrument, no further investigation, including a review of the dcrm, is necessary. The complaint is unconfirmed. The root cause of the complaint condition is unknown as the circumstances during the time of the event are unknown. It may be due to surgical technique as per the technique guide: the helical blade/screw extractor needs to be threaded onto the helical blade or screw by turning counterclockwise. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: part# 03.037.030/ lot# 9518495, manufacturing location: (B)(4), manufacturing date: 19.oct.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a trochanteric fixation nail (tfn) on (B)(6) 2016 to treat a right proximal fracture. During the procedure the helical blade was over inserted and doctor wanted to back up and full turn. The doctor disconnected the helical blade inserter and coupling screw, and tried to engage helical blade extractor but the device would not engage. The driving cap was attached laterally to the helical blade extractor and the surgeon was able to back the blade out and seat it properly. There was a 30 minute surgical delay. No harm was reported to the patient. The procedure was successfully completed. This complaint involves 1 devices. Concomitant devices reported: helical blade inserter - part# 03.037.024, unknown lot#, quantity:1; coupling screw - part# 03.037.026, unknown lot#, quantity:1; nail - (unknown part & lot numbers, quantity:1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.